Manufacturer narrative:
Initial reporter postal code: (B)(6). The device was manufactured june 15, 2016 ¿ june 16, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photos show fluid at the solvent-bonded junction of the tubing line and the white set-cap which indicates leakage has occurred at this location. The reported condition was verified. The cause of leakage could not be determined via the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an infusor was leaking from the connection where the line comes out of the plastic casing. The device was filled with 2.5g of desferrioxamine diluted with 30ml of water for injection. There was no patient involvement. No additional information is available.